Event description:
It was reported that pump screen was dark and would not turn on while customer was using pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to put pump into storage mode before returning it within ten days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.